Event description:
Baxter (B)(4) received a report that an infusor had a leak upon delivery to the customer. This condition has the potential to interrupt therapy or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).additional narrative:the sample was not returned to baxter for evaluation. Therefore, the reported condition of a leak could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.